Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "shut off without user input", during patient care. The pump had been infusing propofol to a (B)(6) female patient (programmed amount and delivery rate unknown) when the event occurred. The technician removed the tubing from the device and reprogrammed the infusion. After the infusion had begun the pump alarmed "improper shut down" and turned off without user input for the second time. The customer also stated that the device was swapped out after the second shut down, and there was no patient injury.